Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a code and technical services (ts) was consulted. Ts discussed that the code indicated the shocking capacitors did not charge to the programmed voltage 45 seconds after the start of charging. Ts discussed to determine if the patient had underwent an MRI. If the patient did undergo an MRI, then a capacitor reform should be performed to assess system integrity. If the patient did not undergo an MRI, then the system should be replaced. The field representative was able to determine the patient did not undergo an MRI. A revision procedure was performed where the ICD was explanted and successfully replaced. Technical services (ts) was consulted as a mark noted on the case of the ICD that is similar to a burn mark. Ts discussed that with that information, there is a possibility that the ICD shocked into a shorted lead condition. Ts requested the clinic be updated regarding the new information and the recommendation would be to replace the right ventricular (rv) lead as well. It was noted that after replacement lead tests were performed and all the values within the normal range. It was noted that the patient remains in the hospital. Ts requested continued cardiac monitoring due to concerns that therapy could be compromised. At this time the rv lead remains in service and no additional adverse effects have been reported. Further information was received that the field representative interrogated the explanted device and an urgent review of the information was requested. The code that would indicate a shorted lead was not present in the device. Engineering was not able to find any symptom related to lead issue. The only code present was related to the charge time out. Engineering indicated that if a shorted lead had occurred, the code to indicate such would be present. It was determined that there is no further action reported by engineers for the current implanted system.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. An x-ray of the device revealed that the internal high voltage fuse was intact. Review of the stored information did find the charge time exceeded the limit due to multiple episodes and high voltage charges that occurred in a short amount of time. The battery did not have time to recover thus leading to the long charge time. Having met the engineering longevity prediction, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a code and technical services (ts) was consulted. Ts discussed that the code indicated the shocking capacitors did not charge to the programmed voltage 45 seconds after the start of charging. Ts discussed to determine if the patient had underwent an MRI. If the patient did undergo an MRI, then a capacitor reform should be performed to assess system integrity. If the patient did not undergo an MRI, then the system should be replaced. The field representative was able to determine the patient did not undergo an MRI. A revision procedure was performed where the ICD was explanted and successfully replaced. Technical services (ts) was consulted as a mark noted on the case of the ICD that is similar to a burn mark. Ts discussed that with that information, there is a possibility that the ICD shocked into a shorted lead condition. Ts requested the clinic be updated regarding the new information and the recommendation would be to replace the right ventricular (rv) lead as well. It was noted that after replacement lead tests were performed and all the values within the normal range. It was noted that the patient remains in the hospital. Ts requested continued cardiac monitoring due to concerns that therapy could be compromised. At this time the rv lead remains in service and no additional adverse effects have been reported. Further information was received that the field representative interrogated the explanted device and an urgent review of the information was requested. The code that would indicate a shorted lead was not present in the device. Engineering was not able to find any symptom related to lead issue. The only code present was related to the charge time out. Engineering indicated that if a shorted lead had occurred, the code to indicate such would be present. It was determined that there is no further action reported by engineers for the current implanted system.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.